Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/19/2016 with the following findings: during visual inspection of the pump, it was observed that there was visible moisture observed under the display. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. There was no moisture found in the battery compartment. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the pump casing was cracked between the case seal and the keypad. A leak test was performed and failed due to the crack in the pump case. The dim display was display not caused by moisture. The pump was opened and there was moisture corrosion found on the printed circuit board (pcb) and the motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.